Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that no shock was delivered during op check on the hearstart mrx. There was no pt involvement.